Event description:
It was reported that four days post-implant, the right ventricular (rv) lead was found to have dislodged as noted on an x-ray photo of the patient's chest. In addition, the rv lead exhibited increased threshold. When the patient sat down, the measurements changed significantly, showing the lead's instability. Due to the patient's stature, the physician elected to use a fixation lead. A puncture at a new site was attempted yet kept failing due to the thick subcutaneous tissue and the tortuously aligned veins of the patient. The existing rv lead was therefore cut and a sheath inserted over it to insert the new rv lead. The rv lead was positioned successfully by fixing the helix once enough slack had been created. According to the x-ray photo the next day, the new rv lead seemed to have slightly dislodged, however, no pacing failure had occurred. The physician elected to closely observe the patient going forward. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product. 457445 lead, implanted: (B)(6) 2014. (B)(4).